Event description:
The account alleged the bed exit not alarming as specified. No pt impact.

Manufacturer narrative:
The account isolated the malfunction to the bed exit strips. No further information is available on the repair of the bed at this time.